Event description:
Customer reported that the suture broke at the needle junction during an eye procedure. The patient was returned to surgery in 2009, for removal of the retained needle. The customer reported the condition of the suture as frayed at the break point after the reported event.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.